Event description:
Patient underwent vns explant surgery due to staph infection at the ppulse generator/pocket area. The infection was treated with antibiotics and explant of both the pulse generator and bipolar lead (including electrodes). The infection has reportedly resolved the reimplant is not scheduled at this time. Preoperative, intraoprative and post operative antibiotics were prescribed and the vns therapy system tunneling tool was used as a single-use-only device at the time of initial implant. The patient had not undergone any surgical or dental procedures or invasive monitoring either three months pre or post vns implant surgery and is not implanted with any other devices. The patient is institutionalized with known colonization of mrsa (methjiclline-cefum resistant staphylococus aerues). The patient was previously implanted with the vns therapy system, after which they also deveoloped an infection less than one month post-implant and was subsequently explanted reference medwatch report 16444: 7-2004-00804). The patient was reimplanted with the vns therapy system referenced in this report six months later. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
The cause of the infection is most likely due to the pt's history of mrsa, and excessive drooling in combination with the vns surgery procedure.